Event description:
It was reported that a minimum fill notification occurred while customer attempted to load a new cartridge with insulin into pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge with sufficient usable insulin, and successfully resumed insulin delivery with no further issues reported.